Event description:
Consumer stated, the soft and hard layer separated after 3 weeks of use.

Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible product malfunction that could potentially result in serious injury. Medical intervention may be required if the device is swallowed and goes beyond the pharnygeal arch. Device not returned.